Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received seven shocks. Review of a remote transmission indicated it appeared to possibly be inappropriate therapy for rvr (rapid ventricular response from the implantable cardioverter defibrillator (ICD). The device remains in use. No further patient complications have been reported as a result of this event.